Event description:
Infection was reported. The lead was removed and replaced. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A previously capped lead was returned, analyzed and subsequently tested out of specification. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached with environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and noted the outer insulation had breached environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached with environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression and visual analysis only was performed.